Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient came in with aphasia and complete hemiplegia. During the procedure, the physician advanced the 3maxc through a penumbra system ace reperfusion catheter to the target vessel. The physician completed one pass, retrieved a small piece of clot, then partially retracted the 3maxc. While retracting the 3maxc during the second pass, the physician experienced slight resistance, and the distal tip of the 3maxc broke off in the mid-m1 segment. The physician then attempted to retrieve the broken 3maxc tip using a snare device; however, the tip of 3maxc could not be grasped and removed. The broken tip of the 3maxc was left in the patient. The physician decided to end the procedure at this point and administer an anticoagulant to treat the aphasia. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc had kinks approximately 35.0, 57.0, 63.0, 83.0, 99.0, 103.0 and 124.5 cm from the hub. The device was stretched from approximately 139.5 ¿ 141.5 cm from the hub and was fractured at approximately 141.5 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a stretch and fracture on the distal tip. If the device is forcefully retracted against resistance damage such as these may occur. The distal fractured segment remained in the patient and was therefore not returned for evaluation. The ace identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed kinks throughout the length of the device. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.